Manufacturer narrative:
Continuation: 6947m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a bacteremia infection. Antibiotic treatment was necessary. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.